Manufacturer narrative:
H10: e1- (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a battery alarm error occurred. A service quote for repair was sent to the customer, and the customer accepted. The investigation is ongoing.

Manufacturer narrative:
Additional information was received that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the battery needed to be replaced.

Manufacturer narrative:
Per good faith effort (gfe) response, the fse stated that a 1124 "battery failed" alarm error did not occur. The battery failed to charge and was more than 5 years old based on the date of manufacturing. Per v60 service manual: every 5 years; backup battery; replace. Battery replacement is based on the date of manufacture recorded on the battery label. The device has not been repaired yet as replacement batteries are currently not available. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the battery, after which the issue was resolved. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual, which indicates that the battery requires replacement every 5 years to ensure proper system performance. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.